Event description:
It was reported that the 9800 system c-arm image went dark and displayed "live" on the screen when not fluoring. Reboot was required to get system to work. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following components have been ordered. Disk drive, single board computer, system software, fluoro function pcb and generator interface pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a followup report will be submitted as required.